Event description:
The complainant had an impella 5.5 pump placed to support the patient during extracorporeal membrane oxygenation weaning. While on support, there were concerns of gastrointestinal bleeding. Four units of red blood cells were given and anticoagulation was stopped. Additionally, there were purge high/blocked alarms present. The device was explanted due to complication and the patient survived.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.